Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event on (B)(6) 2016. The reporter stated that the patient had a blood glucose of 575 mg/dl with symptoms of abdominal pain and increased thirst. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter alleged that there were air bubbles in the cartridge, and that they were not noticed prior to use. The reporter reviewed the patients cartridge filling technique with a customer technical support representative and found that they were not properly filling the cartridge with insulin. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the cartridge.